Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a hysterectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, uterovaginal prolapse, dysmenorrhea, stress urinary incontinence and dysfunctional uterine bleeding. The patient underwent removal of vaginal and abdominal mesh concurrently with enterocele repair, anterior & posterior colporrhaphy and colpoperineorrhaphy on (B)(6) 2012 due to vaginal pain, dyspareunia, vaginal scarring, exposed vaginal mesh, foreign body in peritoneal cavity and enterocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.